Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient death reported under: 2938836-2020-02294, 2938836-2020-02295 and 2938836-2020-02296.

Event description:
It was reported that loss of capture and far-field r wave oversensing on a stored at/af episode from a merlin@home transmission was observed. It was suggested bringing the patient into clinic to re-evaluate. Programming changes were discussed. It was later noted that patient did not presented to the clinic, the patient had expired for unknown cause.